Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry had no audio in monitoring mode. No adverse patient impact reported.